Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that alarm issues with their patient information center were occurring. The device was in use on a patient. The patient experienced tachycardia.

Event description:
The customer reported an alarm issues with their patient information center was occurring. The device was in use on a patient and the patient experienced tachycardia. A philips technical consultant troubleshot the device issue with the customer and found the alarm limits were changed making the yellow high alarm limit. It was confirmed that the device did not malfunction or contribute to the patient event.